Event description:
While using day aligners the patient reported, "severe jaw pain and that she hasn't been wearing any of her upper aligners. The patient stated that her dentist recommend for her to stop treatment". The customer support team asked her for a letter of "recommendation" but she hasn't provided that at this time.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.